Event description:
It was reported that patients lead had multiple contacts out. It was noted also that patients had difficulty charging the ipg. The patient underwent a lead and ipg replacement procedure. The patient was doing well post operatively. The explanted device will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6) ; batch: 5141329. Additional suspect medical device component involved in the event: product family: scs-ipg-r; upn: m365sc11600; model: sc-1160; serial: (B)(6) batch: 354205.